Manufacturer narrative:
This event was previously reported under manufacturer's reference number (B)(4) and is being resubmitted due to a clarification received in the initial reporter. Country of incidence updated from mexico to united states. The company microstent was not received at the manufacturing site and is not available for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. A non-health care professional reported that following a company shunt implant procedure, patient returned to the asc (anterior subcapsular cataracts) to have device repositioned. The device had to be removed and a new device had to be inserted in a secondary procedure. The company microstent was not returned for evaluation; thus, the cause of the reported issue cannot be confirmed. Additional information has been requested and no additional information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following a micriostent implant procedure, the device was repositioned. However, it had to be removed and a new device had to be inserted in a secondary procedure. Additional information has been requested.